Event description:
It was reported the patient was having an MRI to check the tip of the catheter and pump placement because it was not believed the pump was functioning 100%. It was ¿going on and off.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had been having intermittent, ¿off and on¿, flu-like symptoms at times. The patient was not sure exactly when this started. It happened fairly often, but the exact number of times could not be given. A dye study was done. An inflammatory mass at the catheter tip occurred. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, during the attempted dye study, the hcp was unable to aspirate from the catheter access port (cap). Therefore, the procedure was aborted and no dye was able to be given to assess the potential of a mass at the catheter tip, or to complete the myelogram that was ordered. The patient's pump settings were not changed.